Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 7, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt to confirm that the arterial sampling pigtail was broken at the connection to the arterial outlet of the oxygenator. The DHR for the tubing pack production and representative retention sample were reviewed and no anomalies were noted. As there are multiple inspections both in the oxygenator and cardiovascular procedure kit manufacture, it is most likely that the issue occurred during handling or shipping. It is not know where the damage occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator sampling line leaked. No patient involvement. The product was changed out. Procedure was completed successfully.